Event description:
A cardiac rehab pt was walking on a treadmill. The staff felt that this type of event could potentially result in serious injury. Pt was walking on treadmill at the following settings: 3 miles per hr with no elevation. After approx 6 mins, the pt smelled something hot or burning. They held onto the handles and was in the process of stepping off the tread to the side of the treadmill when the treadmill speed increased to full speed. The pt pushed the emergency stop button to shut the treadmill off but the treadmill would not stop. A nurse with the pt also attempted to shut the treadmill off using the emergency stop button with the same results. Another nurse was able to shut the treadmill off by using the main power button. The master control board, belt and deck and were changed out by the bio-med repair person at hosp. The old parts have been saved.